Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00598: case 1, 3025141-2019-00599: case 2, 3025141-2019-00600: case 3, 3025141-2019-00601: case 4, 3025141-2019-00603: case 6, 3025141-2019-00604: case 7, 3025141-2019-00605: case 8.

Event description:
Article: displaced mid-shaft clavicular fractures: surgical treatment with a pre-contoured angular stability plate; campochiaro, gabriele; tsatsis, christos; gazzotti, gabriele; rebuzzi, manuela and catani, fabio; musculoskeletal surg (2012) 96 (suppl 1): s21-s26. Case 5: patient was implanted with an acumed clavicle plate which resulted in nonunion..